Event description:
It was reported that the patient presented in emergency room due to shortness of breath and sinus bradycardia. Upon interrogation, it was found that the atrial lead exhibited failure to capture due to dislodgement. The patient remained in sinus bradycardia until the atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable throughout.